Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without a sample, an item number or a batch number, further investigation is not possible. A thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: catheter broke off while accessing vein. The catheter was sticking out of the patient, and was able to be removed.